Event description:
It was reported that balloon rupture occurred. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the nc emerge mr, ous 3.00mm x 12mm catheter was returned to the complaint investigation site (cis). Visual, tactile and microscopic examination of the balloon material identified a 13mm longitudinal tear across main body of the balloon. No issues were noted with the hypotube shaft. No kinks or damages with the shaft polymer extrusion. An examination of the markerbands identified no damages. Tip showed no signs of tip damage. No other device issues were identified during returned product analysis.

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.